Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was discovered this report is a duplicate to product issue 2038284 which has been reported under report # 2124215-2016-14994. Please see report # 2124215-2016-14994 for conclusion to this event.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This pacemaker is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that one day-post implant, this pacemaker exhibited a high out of range pacing impedance measurement of greater than 2000 ohms and intermittent loss of capture on the right ventricular (rv) channel. Surgical intervention was performed and the patient's pacemaker was explanted and replaced. During the explant procedure, oversensing of noise was observed. The physician did not notice any visible connection issues between the rv lead and the pacemaker. No additional adverse patient effects were reported.